Event description:
Sapphire ii pro balloon 1.00mm x 5mm ref #(B)(4), lot 4209872212, exp 01/04/2025 manufacturer orbusneich medical balloon was used that had resistance when attempting to remove. Once removed saved to show vendor product. Lesion was severe complicated, bifurcation and had been treated previously with stent. Patient stable throughout procedure, no injury/harm.